Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on plug unit, image noise occurred and the image could not be seen. The most likely cause of the dirty plug unit was water leakage. The most likely cause of the foreign material on the connecting tube was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the following issues: noisy image, no image, plug unit was dirty and the connecting tube had foreign material. There was no patient involvement.